Manufacturer narrative:
(B)(4).

Event description:
The pt normally felt stimulation at an amplitude setting of 4.8 volts. The pt fully recharged the implantable neurostimulator and stimulation therapy was turned up to 6.0 volts. The pt felt no stimulation. The amplitude was increased to 7 volts; the pt continued to feel no stimulation. There was no known incident related to the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.